Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# va0y7t6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient did not have 50 percent or better symptom control and they did feel stimulation intermittently. It was 50 percent or better for the first 3 days post-implant, but on the fourth day the leakage started. This was considered a sudden change in symptoms in (B)(6) 2015. There were no medical procedures or emi that could be related to the issue. The patient had been standing on their feet a lot and had a lot of pain. The patient went to the hospital on (B)(6) 2015 because of the pain. The patient was supposed to follow-up with their health care provider (hcp) the next day, but the patient could not go. The patient increased stimulation from 0.55v to 0.65v and stimulation was comfortable. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.